Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of being in the emergency room for high blood glucose of 700 mg/dl. Troubleshooting found that the customer went to the hospital due to not having sensors and has had issues with the sensors sticking and tape not adhering to the body. The customer was advised that a new box of sensors would be provided. No further details provided.